Event description:
It was reported that this pacemaker exhibited atrial oversensing. Technical services (ts) reviewed the device data and noted farfield oversensing on the presenting electrogram (egm) and on stored atrial tachyarrhythmia (atr) episodes. No adverse patient effects were reported. This device remains in service.